Manufacturer narrative:
Philips has investigated this complaint. The treatment was completed after restarting the system. The philips field service engineer (fse) visited onsite and identified ippc hardware error, confirms the ippc(image processing pc) malfunction. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was issue with ippc. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.